Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The patient reportedly was programming a combi bolus, and then the pump would reportedly end the program ahead of time. It was noted that the pump's time was "drifting" during the month and at the end of the month, the time would be off by an hour. The issue reportedly occurred recently. This complaint is being reported due to the allegation that the pump time was off by an hour. It was noted that the issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: a review of the pump history revealed no evidence of time loss/gain. There was no error, alarms or warnings that occurred during the investigation. The pump passed a time test. The pump was able to maintain the time/date settings with 0 sec accuracy. A combo bolus of 10 units with 10:90% ratio and duration of 1 hour (hr) was programmed in the pump. After 1hr, the combo bolus was successfully completed. No ¿drifting¿ occurred during testing. The reported time loss/gain complaint was not duplicated during investigation. Unrelated to the complaint, the display screen was observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).